Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (drca). The 1.5x12mm mini trek balloon dilatation catheter (bdc) ruptured during the first inflation at 5 atmospheres (atms) for 2 seconds. Another 2.0x15mm mini trek bdc was inflated once at 6 atms for 5 seconds but also ruptured. A third 3.0x12mm nc trek neo bdc was inflated once at 10 atms for 3 seconds but ruptured again. A 3.0mm non- abbott balloon was used to complete the procedure. The devices were all prepared per instructions for use and there was no resistance when the protective sheath was removed. There was no resistance during advancement and removal. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional trek devices referenced in b5 are filed under separate medwatch report numbers.